Event description:
The hub of the catheter was placed in the thoracic cavity for the continuous drainage of pleural effusion in 2003, and was found separated from the tubing 3 days later. The physician advised the hub separated when the pt was respositioned.